Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 375 mg/dl. Pt then injected 15 units of humalog insulin based upon a sliding-scale. Pt was then involved in a car accident where pt crashed into the back of another car. Paramedics came and checked the blood glucose and the result was 26 mg/dl. Pt was then given amp 50 and the blood glucose raised to 190 mg/dl.